Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A neurologist's office reported that a patient presented with infection near her vns shortly after initial implant surgery. The nurse noted that, per the patient, the surgeon's office administered antibiotics and told the patient that her body may have been rejecting the stitches used during implant. Clarification from the surgeon's office indicated that the patient showed signs of irritation at her generator site one month after surgery. Per the surgeon's typical procedure, the surgeon prophylactically administered an antibiotic, cleocin, but no infection was confirmed. The cause of the irritation was not known. No surgical intervention occurred for the reported irritation. The device history records were reviewed for the lead and generator and revealed that both devices met sterility specifications prior to release for distribution. No additional relevant information has been received to date.